Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen. Afterwards, the patient experienced discomfort in her ribs and abdomen. Reprogramming did not relieve the patient's discomfort. Lead migration was suspected but not confirmed. Reprogramming provided the patient with adequate coverage. Additional information gathered revealed the patient began to experience weakness in her legs. On (B)(6) 2012, the patient underwent a lead revision. The patient's physician believed a hematoma was present. As a result, the lead was explanted. A bulging disc was found at t9, but the patient's physician did not feel it was related to the scs system. The patient is doing well.